Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06442. (B)(4). The device has not been returned for evaluation at the time of this reporting. It has not been reported the patient has been revised and the device is presumed yet implanted. Legal documents summary notes 6 pseudotumors, 2 alval, and 4 with some symptoms that are unaccounted for within the 58 patient description. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent two removal operations due to masses in the groin. No further information is available at this time.